Manufacturer narrative:
The manufacturing and sterilization records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient was hospitalized due to an infection at the lead incision site. Although the culture results were negative for an infection, the device was removed. The patient has recovered without sequelae and is currently scheduling to be re-implanted in the future.